Event description:
Grounding pad was placed after the pt was prepped and draped. Circulator felt for clean skin surface, but inadvertently placed pad on antiembolism stocking. Concept cautery used by physician during laminectomy procedure burned stockings and pt's posterior thigh.